Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm on the insulin pump. The customer¿s blood glucose level was 75 mg/dl at the time of the incident. The customer was just outside and when they were about to go back home, the insulin pump suddenly alarmed. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer also mentioned that the serial number was already worn off and no longer visible at the back of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 and missing segments/partial display due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed. Device received with erased serial number label noted.